Manufacturer narrative:
(B)(4). Device (catalog#) not sold in the us. Similar product sold in the us.

Event description:
The customer reports the PICC was partially inserted then removed due to leaking.

Manufacturer narrative:
(B)(4). New information received indicates that this was not a reportable event, thus, the MDR submitted on 07/30/2018 was submitted in error.

Event description:
The customer reports the PICC was partially inserted then removed due to leaking.